Event description:
Nurse reports one mini cap pd transfer set in which leaking was detected when it was closed during pt use. "Point of leak was back of twist clamp where the catheter comes into it." No injury is reported.